Event description:
It was reported that after cardioversion was performed on the patient with this pacemaker, this right atrial (ra) lead exhibited loss of capture (loc). No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.